Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the system controller lcd screen was confirmed. A review of the downloaded log file spanned approximately 2 days (04jan23 ¿ 05jan23 per time stamp). There were no alarms active pertaining to the functionality of the lcd. The system controller, serial number (B)(6) , returned for analysis. The lcd had multiple vertical white lines and distorted texts which affected the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The line in the lcd is a known issue related to the lcd itself. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported event was conclusively determined to be due to an issue with the lcd; however, a further root cause was not able to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault and power cable disconnect and low voltage advisory alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the displays of the primary and backup system controllers were defective. The system controllers were replaced. Related manufacturer's reference number: 2916596-2023-00122.